Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The event is detectable/preventable by handling the device in accordance with the following IFU: evis exera ii duodenovideoscope olympus tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii duodenovideoscope olympus tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the duodenovideoscope exhibited foreign material from the forceps elevator. There was no patient involvement in this event.